Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the product met criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refractive outcome that resulted in blurry, double vision. The iol was exchanged five days after the initial implantation. Additional information was requested.